Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field oversensing. The left ventricular signal was being oversensed on the right atrial channel. Programming changes were made. The patient was in stable condition.